Event description:
It was reported that that the pump led display went black, requiring a reset. There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.